Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 424 mg/dl and 151 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pump. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering and reason was motor not working properly. Customer performed self test and hardware low level failure alert occurred. Customer stated auto mode feature was not active at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No under delivery anomalies noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly. The motor was tested outside of device and passed.